Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system, model # m4800-01, s/n: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional catheter and suffered an esophageal fistula requiring an unspecified intervention. On post-procedure day 22, after a successful ablation procedure, the patient presented with gastrointestinal symptoms and an esophageal fistula was diagnosed. The patient received an unspecified intervention. Patient required extended hospitalization as a result of the adverse event. Patient outcome is improved. It was noted that it is not known if a bwi product is responsible for the injury. Physician did not provide a causality opinion.

Manufacturer narrative:
On 12/2/2017, biosense webster received additional information regarding this event. There is no information regarding generator parameters, generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. There is no information regarding esophageal injury prevention measures or how the esophageal injury was confirmed. There is no information regarding spi value. There was a lasso in the chamber, but it is unknown how close it was to the smarttouch catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Additional concomitant products: unspecified lasso catheter. Manufacturer¿s reference number: (B)(4).